Event description:
The customer reported that the images were freezing and the system was intermittently rebooting itself un-commanded. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All connectors and the fluoro functions and general interface boards were reseated. The system was then found to be operating as intended.